Event description:
It was reported that per wo evaluation, the arctic sun device reading no flow, flow was observed through shunts.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is an intermittently failing flowmeter. The device was evaluated upon receipt, and was found to be displaying constant flow thought the assessment. But upon further investigation of the flow meter, one of the wires attached to the connector was loose and found it to be intermitting. Flow meter was replaced. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. See the attached investigation closure memo for more information. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. Initial reporter name: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.